Event description:
During a pm, the fse reported that the system displayed an overload fault error message. This error may cause the system to shut down. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was repaired during the service call. The system was tested and found to be working as intended and put back into service.